Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad trace. No button error alarm noted. Insulin pump had minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube lip and stained address/serial number label.

Event description:
It was reported that the insulin pump buttons were unresponsive and customer too the battery out and put it back in and the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 202 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.